Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a false susceptible ertapenem result for a neqas survey sample (distribution 3756, sample 2832 escherichia coli) in association with the vitek® 2 ast-n195 test kit. No repeat test was performed. The strain is no longer available at the customer site. There is no indication or report from the hospital to biomérieux that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the survey sample. Culture submittals have been requested by biomérieux for internal investigation. Internal biomérieux investigation will be initiated; internal biomérieux stock of the neqas sample will be used.

Manufacturer narrative:
Biomérieux internal investigation was conducted. The same testing against neqas distribution 3756/2832 (escherichia coli) was previously performed using the vitek 2 ast-n192 test kit which utilizes the same ertapenem formulary as the ast-n195 test kit. The following results were obtained from that investigation. Investigational testing included: vitek 2 gn ID: confirmed organism as escherichia coli agar dilution (ad): ertapenem mic <= 0.5mg/l susceptible broth microdilution: ertapenem mic = 2 mg/l resistant vitek 2 ast-n192 (customer lot & random lot): ertapenem mic <= 0.5mg/l susceptible for both card lots (customer and random) the investigation duplicated the customer result of mic <=0.5 mg/l susceptible. The vitek 2 ertapenem mic (<=0.5) correlates to the reference ertapenem mic of agar dilution (<=0.5). The investigation concluded the vitek 2 ast cards are performing in accordance with specifications. Note: in the analysis report from neqas survey (neqas dist3756, strain#2832), the results obtained for approximately 500 participants were 61% false susceptible for ertapenem.